Event description:
It was reported that the customer experienced trouble with the battery case of the insulin pump. The customer stated that the insulin pump alarmed bad battery alarm when she inserted a new battery. She stated that the insulin pump would not come back online when she tried a new battery, and she had to keep trying to get a battery to work. She was advised that the battery cap would be replaced to see if this would resolve the issue. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.